Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: post-hysterectomy vault prolapse; latent stress incontinence. Post-operative diagnosis: post-hysterectomy vault prolapse; latent stress incontinence. Name of procedure: anterior repair; posterior repair; modified suburethral sling; sacrospinous vault suspension; cystoscopy; surgery: (B)(6) 2003. Pre and post-diagnosis: exposed mesh; cystocele. Name of procedure: excision of exposed mesh; anterior repair; cystoscopy. Surgery: (B)(6) 2003. Pre and post-operative diagnosis: exposed vaginal mesh. Name of procedure: examination under anesthesia (eua); excision of mesh; re-approximation of vaginal mucosa and cystoscopy. Surgery: (B)(6) 2014. Pre and post-operative diagnosis: extruded urethral mesh. Name of procedure: mesh excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: post-hysterectomy vault prolapse; latent stress incontinence . Post-operative diagnosis: post-hysterectomy vault prolapse; latent stress incontinence. Procedure performed: anterior repair; posterior repair; modified suburethral sling; sacrospinous vault suspension; cystoscopy; insertion of suprapubic bonanno catheter. Surgery: (B)(6) 2003. Preand post-diagnosis: exposed mesh; cystocele. Procedure performed : excision of exposed mesh; anterior repair; cystoscopy. Surgery: (B)(6) 2003. Pre and post-operative diagnosis: exposed vaginal mesh. Procedure performed : examination under anesthesia (eua); excision of mesh; re-approximation of vaginal mucosa and cystoscopy. Surgery was on (B)(6) 2014. Pre and post-operative diagnosis: extruded urethral mesh. Procedure performed : mesh excision. Surgery: hysterectomy and bilateral salpingo-oophorectomies for early stage cancer followed by radiation and chemotherapy. From june 2003 to september 2009 patient developed exposed mesh, dyspareunia, nocturia, urgency, hard nodule on the anterior vaginal wall, occasionally leak, voiding dysfunction, frequency, vaginal bleeding, vaginal discharge, recurrent uti, rectocele, pain, bowel incontinence, mixed incontinence ¿ stress and urge, overactive bladder.

Manufacturer narrative:
(B)(4).

Event description:
Mesh revision surgery: (B)(6) 2009: underwent excision of exposed mesh, anterior repair, cystoscopy for exposed mesh in anterior vaginal wall secondary to multiple vaginal surgeries under general anesthesia.